Manufacturer narrative:
Of the reported three malfunctions, lot number were provided for two malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all three malfunctions. Therefore, the investigation is confirmed for the reported difficult to remove for all three malfunctions. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced difficult to remove. These information's were received from a various sources. All three malfunctions involved patient with no patient consequences. Of the reported three malfunctions, two were female and one was male, all three patients age ranged between 57-75 years. One patient weighs (B)(6) kgs and other patients' weight were not provided.